Manufacturer narrative:
The device was returned for analysis. The expiration date error was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation could not determine the cause of the reported issue as the j-set lot number was not in inventory when the kit was assembled as it was fully exhausted 17 months prior. In this case, it is possible, the kit was mixed in the field by a tech/rep; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Returned device analysis of the jeti disposable kit revealed that the outer package of the jeti sterile disposable kit had an expiration date of 08/16/2024; however, one component, the pump set (j-set), had an expiration date of 04/20/2023. The two additional components, had the following expiration dates: suction tubing (wvhand) had an expiration date of 9/14/2024 and the catheter (wv088f) had an expiration of 08/16/2024. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed using the jeti thrombectomy system. The jeti sterile disposable kit was opened; however, it was noted that although the outer package had an expiration date of 08/16/2024, one component had an expiration date of 04/20/2023. The two additional components had an expiration date of 08/16/2023. The expiration dates were noted prior to opening the individual component packaging or using the devices. The device components were not used and there was no patient involvement. The procedure was continued and successfully completed with a second jeti kit. No additional information was provided.